Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned 7 patient samples tested for sodium (na) and/or potassium (k) on a cobas 6000 c (501) module. Based on the data provided, 3 patient samples were discrepant when tested for na. Patient 1 initial na result was 157 mmol/l. The sample was repeated on the same module and the result was 138 mmol/l. The customer also ran this patient sample on a blood gas instrument and the result was 140 mmol/l. Patient 2 initial na result was 145 mmol/l. The sample was repeated on the same module and the result was 151 mmol/l. Patient 3 initial na result was 127 mmol/l. The sample was repeated on the same module and the result was 138 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer complained of an additional occurrence of discrepant na results: the initial na result was 156 mmol/l. The repeat result was 143 mmol/l. The incorrect result was not reported outside of the laboratory. The patient was not adversely affected. The customer may be using k2-edta sample tubes for the results. It is not clear if the customer was using this type of sample tube for the na results or not. This type of sample tube should not be used for ise samples. The investigation was unable to find a definitive root cause.